Event description:
Customer reported a hospitalization for high blood glucose. She stated it was around 300 mg/dl. She also had diabetic ketoacidosis and was vomiting. Customer was being treated with insulin pens. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.